Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure high thresholds and high impedance were noted on the right ventricular (rv) lead. The lead was inspected and blood in the lead was noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted no cuts or blood ingression on the lead at time of analysis. If information is provided in the future, a supplemental report will be issued.